Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have noted a red rash under the tape collar. The rash comes and goes. The end user competitive adhesive remover and prep. Alternate product samples sent. The end user spoke with the wound ostomy continence nurse who recommends an ostomy powder and no sting prep be used under the wafer. Samples were requested and sent. The end users subsequent outcome was not provided.